Manufacturer narrative:
Physio-control further evaluated the device and observed that the 'charge' button on the main keypad assembly had been damaged. Physio replaced the main keypad assembly. Proper device operation was then confirmed through functional and performance testing. A replacement device had been provided to the customer under warranty in the meantime. The cause of the reported issue was due to the charge button on the main keypad assembly being damaged.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not deliver a defibrillation shock during the daily test. According the customer, the device's shock button would not respond, but the other buttons seemed to be working properly. The device was powered off and back on several times but still failed to deliver a shock.  There was no patient use associated with the reported event.